Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument jaws were not opening all the way. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, however, no further details could be provided and obtained the following: patient information was not provided to the initial reporter. No other testing was performed.

Manufacturer narrative:
Based on the claim against the product by the customer noting the large hem-o-lok clip applier instrument not opening all the way, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to fail the clip test due to misapplication of the clip. The instrument passed the engagement and was able to retain a clip through engagement but could not apply the clip. The complaint regarding not opening all the way was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. This complaint is being reported based on the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.